Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he needs to get the insulin pump to rewind. The customer stated that he had a new pump for a couple of months and was going to switch to the old pump. Customer was advised that he will need to speak to a doctor to verify the settings for the pump. Customer stated that he is hitting the act button to rewind. Customer stated that he thinks the reservoir somehow leaks into the cylinder and when he removed the reservoir, there was insulin the chamber. Customer stated that it's been about a week that this happened. Customer was advised that the settings that are on carelink are from 2010. Customer stated that he would like to use the settings that are on there and wants to program the pump.